Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# : 1627487-2014-26758. The patient's daughter reported the patient experienced uncomfortable warmth under the antenna during recharging. The patient did not experience the heating while charging when she was first implanted, however, the heating began a year ago. The patient did use the belt that was provided and she did wait to recharge until the ipg was nearly depleted to recharge. The patient has not used her scs system for at least a year. A replacement charging system has been sent to the patient. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.